Event description:
It was reported that patient reported to hospital for belly surgery and when the device was checked, noise was observed. The noise led to inappropriate therapy. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.